Manufacturer narrative:
Additional narrative: (B)(4). Lot or serial number is unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a temporal bone dissection surgery, it was observed that the cutter device was not cutting the bone well; and that the doctor reported struggling with a dull burr out of the package. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.